Event description:
A physician reported a hakim valve (ID 823100) was implanted due to unknown reason via ventriculoperitoneal (v-p) shunt on unknown date at unknown setting. Hydrocephalus symptoms were oberved; therefore, a revision surgery was performed. When inspecting the explanted device, it was confirmed that the valve was broken. The device was explanted and replaced on (B)(6) 2026.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.